Event description:
Surgeon reported that during the surgery, the automatic valve got stuck and the fluid/air exchange could not be performed. No air could be injected into the eye. Additional info has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected to be returned. A root cause has not been identified. (B)(4).